Event description:
It was reported that during procedure, the lens was found unsatisfactory due to failed led which it did not come on during the operation of the unit. There was no light output even the light adapter was properly inserted in the turret. A test was conducted and the light output was intermittently comes on after 10 mins of operation. No significant delay and it is unknown how the procedure was completed. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, functional testing could not be performed. There was a relationship found between the subject device and the reported incident. The customer provided image confirms there is no light output from the adapter. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the event, include failed light engine, defective lamp or other electronic component failure.